Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found to have remaining essure devices within the uterus'), uterine perforation ('essure protruded through my uterus / essure coils could be seen projecting through the uterine serosa bilaterally'), device dislocation ('malposition of essure device- location of device'), gastrointestinal injury ('perforation(other) - please described and state location of the perforation: iintestines/ perforation(other) - please described and state location of the perforation / malposition of essure device'), appendicitis perforated ('perforation(other) - please described and state location of the perforation: appendix / malposition of essure device') and respiratory tract infection ('infection: recurrent respiratory infections') in a 36-year-old female patient who had essure (batch no. B60749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion spontaneous, submucous leiomyoma of uterus (uterine fibroid), anemia, trauma, genital labial lesion, gingival pain, folliculitis, urticaria, depression, anxious mood, spotting vaginal, dizziness, hot flashes, dental caries, ischiogluteal bursitis, breast operation, eczema, pap smear abnormal, vaginal pain, uterine bleeding, medical device site bleeding and root canal procedure. Concurrent conditions included joint inflammation, vaginal itching, vaginal odor, avoidant personality, anhedonia, detached, hypervigilance, poor sleep, suprapubic pain, dysuria and lightheadedness. Concomitant products included ibuprofen since 2009, naproxen since 2009, oxycodone hydrochloride;paracetamol (percocet), oxycodone since 2009, sodium fluoride since 2009, tramadol and trazodone since 2009. On (B)(6)2014, the patient had essure inserted. On (B)(6)2016, the patient experienced pelvic pain ("pelvic pain/ pelvic cramping"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), musculoskeletal pain ("buttock pain") and vulvovaginal pain ("vaginal pain"), 2 years 2 months after insertion of essure. On (B)(6)2017, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): yeast infection") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2017, the patient experienced tooth disorder ("dental problems"). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2018, the patient experienced migraine ("migraines/headaches"). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and appendicitis perforated (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), respiratory tract infection (seriousness criterion medically significant), rhinitis ("infection: rhinitis"), urticaria ("infection: urticaria"), rash pruritic ("rashes or skin conditions: pruritic rash/ raised itchy lesions"), rash papular ("rashes or skin conditions: bumpy rash on buttocks and thigs"), headache ("headache") and post-traumatic stress disorder ("ptsd- mental issues"). The patient was treated with clindamycin phosphate and surgery (bilateral salpingectomy. Myomectomy. Total hysterectomy (uterus and cervix removed), total laparoscopic hysterectomy, lysis of adhesions. Cystoscopy. And on (B)(6)2018 bilateral salpingectomy, myomectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, uterine perforation, device dislocation, gastrointestinal injury, appendicitis perforated, respiratory tract infection, pelvic pain, abdominal pain, perineal pain, musculoskeletal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, tooth disorder, bacterial vaginosis, vulvovaginal mycotic infection, vaginal infection, rhinitis, urticaria, allergy to metals, rash pruritic, rash papular, vaginal discharge, migraine, headache and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, appendicitis perforated, bacterial vaginosis, device breakage, device dislocation, gastrointestinal injury, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, perineal pain, post-traumatic stress disorder, rash papular, rash pruritic, respiratory tract infection, rhinitis, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: right tubal ostium, essure inserted, 4 coils outside of tubal ostium. Left tube, 4 coils outside tubal ostium. Discrepancy: essure removal date: (B)(6)2018 and (B)(6)2018. Complications from essure removal procedure: intestines and appendix was attached to my uterus and essure. Essure protruded through my uterus, (B)(6)2018. S/p failed removal. Found to have portions of retained device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion, other: essure devices appear to be appropriately placed.. Pathology test - on(B)(6)2017: pathology cervix: addendum 11aug2017: high risk hpv dna detected.; on (B)(6)2018: diagnosis: 1. Bilateral fallopian tubes, bilateral salpingectomy: fallopian tubes, complete cross section examined. Paratubal cysts. Essure devices, gross examination only. 2. Uterine fibroid, myomectomy: fragments of leiomyoma. Gross: bilateral fallopian tubes and essure devices. Multiple small paratubal cysts bilaterally. Two thin metal wires ranging from 8 to 9.5cm in length and less than 0.1cm diameter. Uterine fibroid oval mass 5 x 4 x 4cm.; on (B)(6)2018: diagnosis: uterus, hysterectomy: uterus with adenomyosis and multiple mural leiomyomata. Ecto and endocervix with no diagnostic abnormalities recognized. Weakly proliferative endometrium. Bilateral essure coils in place.. Ultrasound pelvis - on (B)(6)2016: uterine fibroid.. X-ray limb - on (B)(6)2017: shoulder pain.. X-ray of pelvis and hip - on (B)(6)2018: remaining essure device portion in uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, vaginal discharge, yeast infection, dysmenorrhea, bumpy rash on buttocks and thighs, allergy to nickel, abdominal pain, headache, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found to have remaining essure devices within the uterus'), uterine perforation ('essure protruded through my uterus / essure coils could be seen projecting through the uterine serosa bilaterally'), device dislocation ('malposition of essure device- location of device'), intestinal perforation ('perforation(other) - please described and state location of the perforation: iintestines/ perforation(other) - please described and state location of the perforation / malposition of essure device'), appendicitis perforated ('perforation(other) - please described and state location of the perforation: appendix / malposition of essure device') and respiratory tract infection ('infection: recurrent respiratory infections') in a (B)(6) year old female patient who had essure (batch no. B60749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion spontaneous, fibroids (uterine fibroid), anemia, trauma, genital labial lesion, gingival pain, folliculitis, urticaria, depression, anxious mood, spotting vaginal, dizziness, hot flashes, dental caries, ischiogluteal bursitis, breast operation, eczema, pap smear abnormal, vaginal pain, uterine bleeding, medical device site bleeding and root canal procedure. Concurrent conditions included joint inflammation, vaginal itching, vaginal odor, avoidant personality, anhedonia, detached, hypervigilance, poor sleep, suprapubic pain, dysuria and lightheadedness. Concomitant products included ibuprofen since 2009, naproxen since 2009, oxycodone hydrochloride;paracetamol (percocet), oxycodone since 2009, sodium fluoride since 2009, tramadol and trazodone since 2009. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pelvic cramping"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), musculoskeletal pain ("buttock pain") and vulvovaginal pain ("vaginal pain"), 2 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): yeast infection") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required) and appendicitis perforated (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), respiratory tract infection (seriousness criterion medically significant), rhinitis ("infection: rhinitis"), urticaria ("infection: urticaria"), rash pruritic ("rashes or skin conditions: pruritic rash/ raised itchy lesions"), rash papular ("rashes or skin conditions: bumpy rash on buttocks and thigs"), headache ("headache") and post-traumatic stress disorder ("ptsd- mental issues"). The patient was treated with clindamycin phosphate and surgery (bilateral salpingectomy. Myomectomy. Total hysterectomy (uterus and cervix removed), total laparoscopic hysterectomy, lysis of adhesions. Cystoscopy. And on (B)(6) 2018 bilateral salpingectomy, myomectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device dislocation, intestinal perforation, appendicitis perforated, respiratory tract infection, pelvic pain, abdominal pain, perineal pain, musculoskeletal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, tooth disorder, bacterial vaginosis, vulvovaginal mycotic infection, vaginal infection, rhinitis, urticaria, allergy to metals, rash pruritic, rash papular, vaginal discharge, migraine, headache and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, appendicitis perforated, bacterial vaginosis, device breakage, device dislocation, headache, intestinal perforation, menorrhagia, migraine, musculoskeletal pain, pelvic pain, perineal pain, post-traumatic stress disorder, rash papular, rash pruritic, respiratory tract infection, rhinitis, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: right tubal ostium, essure inserted, 4 coils outside of tubal ostium. Left tube, 4 coils outside tubal ostium. Discrepancy: essure removal date: (B)(6) 2018 and (B)(6) 2018. Complications from essure removal procedure: intestines and appendix was attached to my uterus and essure. Essure protruded through my uterus, (B)(6) 2018. S/p failed removal. Found to have portions of retained device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, other: essure devices appear to be appropriately placed. Pathology test - on (B)(6) 2017: pathology cervix: addendum (B)(6) 2017: high risk (B)(6) dna detected.; on (B)(6) 2018: diagnosis: 1. Bilateral fallopian tubes, bilateral salpingectomy: fallopian tubes, complete cross section examined. Paratubal cysts. Essure devices, gross examination only. 2. Uterine fibroid, myomectomy: fragments of leiomyoma. Gross: bilateral fallopian tubes and essure devices. Multiple small paratubal cysts bilaterally. Two thin metal wires ranging from 8 to 9.5cm in length and less than 0.1cm diameter. Uterine fibroid oval mass 5 x 4 x 4cm.; on (B)(6) 2018: diagnosis: uterus, hysterectomy: uterus with adenomyosis and multiple mural leiomyomata. Ecto and endocervix with no diagnostic abnormalities recognized. Weakly proliferative endometrium. Bilateral essure coils in place. Ultrasound pelvis - on (B)(6) 2016: uterine fibroid. X-ray limb - on (B)(6) 2017: shoulder pain. X-ray of pelvis and hip - on (B)(6) 2018: remaining essure device portion in uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, vaginal discharge, yeast infection, dysmenorrhea, bumpy rash on buttocks and thighs, allergy to nickel, abdominal pain, headache, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 6-aug-2019: plaintiff fact sheet and medical record received: case become incident. Lot number added. Essure insertion and removal date added. Event injury nos replaced with new events: malposition of essure device, perforation (other) - please described and state location of the perforation: intestines/ perforation(other), appendix, pelvic pain, abdominal pain, perineal pain, abdominal pain, vaginal pain, migraine/ headache, abnormal bleeding vaginal, menorrhagia, dental problems, infection (bladder/urinary tract/vaginal): bacterial vaginosis, yeast infection, vaginitis, infection: recurrent respiratory infections, infection: rhinitis, urticarial, nickel allergy, pruritic rash/ raised itchy lesions, rashes or skin conditions: bumpy rash on buttocks and thighs, vaginal discharge, headache, ptsd, uterine perforation, added. Reporter information updated. Patient demographic information updated. Concomitant drugs and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.